Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) battery failed. The customer reported that on (B)(6) 2023 they transported a patient on this pump. Shortly after getting into the ambulance the unit alarmed "low battery" and was plugged in (in the ambulance). The unit shut down shortly after that and would not turn back on. Once back at the hospital the pump was connected to ac power and was able to power on as normal. Patient sustained injury during transport.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) battery failed. The customer reported that on 2/17/2023 they transported a patient on this pump. Shortly after getting into the ambulance the unit alarmed "low battery" and was plugged in (in the ambulance). The unit shut down shortly after that and would not turn back on. Once back at the hospital the pump was connected to ac power and was able to power on as normal. Patient coded during transport (on rig).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp),the batteries did not meet the required runtime spec of 135 minutes, they ran for 70 minutes while alarming "low battery" for the last 16 minutes. Fse installed new batteries and they ran for over 135 minutes while performing the pm service, as per the service manual.